Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad tactile change. The patient noticed a tear near the "up" button, and stated that the button is hyper-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:during a visual examination of the pump, the keypad cover was observed to be torn over the up arrow button. During testing, all of the keypad buttons functioned properly; none were hypersensitive. The keypad cover was removed and the up arrow key contact was found inverted. No contamination was found under any of the key contacts.